Manufacturer narrative:
Concomitant medical products: product ID 39565, product type: lead. (B)(4).

Event description:
A health care provider reported via a manufacturing representative that stimulation did not work and impedances on channel one was high. Impedances of the implantable neurostimulator (ins) and lead were tested. The ins was replaced and the issue was resolved.

Manufacturer narrative:
The device passed functional testing (including impedance testing in saline).

Event description:
The device was received for analysis.